Manufacturer narrative:
B3 date of event: actual event date was not provided; approximate event date was used based on bsc aware date.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber cap blew off after 147817 joules of use. The procedure was completed using another fiber. There were no patient complications.